Event description:
It was reported that during pre-test, using 3ml of water, the cuff was found to be asymmetrical. Water was taken out of the cuff and reinserted with the same issue happening. No patient injury reported.

Manufacturer narrative:
A product sample was received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Catalog number, operator of device, and 510k number are unknown. No information has been provided to date this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).